Event description:
It was reported that the balloon appeared to be longer than expected. The target lesion was located in the superficial vein graft. A 2.50mm x 12mm emerge¿ balloon catheter was used to dilate the lesion. The balloon successfully dilated the lesion; however, when the physician inflated the balloon again it was noted that the balloon "coned down" after the markers. The proximal edge of the balloon was stretched out and did not look normal. The balloon was elongated at the proximal end, extending 2-3mm past the markers. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).